Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility for the reported event including patient information, treatment settings, sun exposure and patient photographs, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. A lumenis technical expert reported that the user facility declined service for the subject device following the reported event, therefore; no examination of the performance specifications of the device occurred. A review of subject device service records found the device had been serviced by a lumenis-trained technical specialist two weeks prior to the reported event. At that time, the technical specialist performed preventative maintenance and concluded the subject device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. No treatment settings were provided by the user facility, therefore a clinical review of treatment settings cannot be performed. Additional information october 6, 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A foreign user facility reported that one (1) patient sustained "skin injuries" to an unknown anatomical area following hair removal treatment with a lumenis lightsheer et laser. No report of serious injury or medical intervention was received from the user facility.